Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden increase in pacing impedances from within range to high, out of range values. The patient was not dependent, nonetheless, they surgically abandoned the rv lead and implanted a new one, while maintaining the same pacemaker. No additional adverse patient effects were reported.